Event description:
A pt presented to her physician with pain and bleeding that she reported experiencing for 2 years following placement of essure micro-inserts. The physician performed a hysteroscopy on the pt and found 18 coils in the pt's uterus and the part of the inner coils coming from the right fallopian tube; physician reported that the left side appeared normal with a small amount of coils observed. The physician used hysteroscopic scissors and cut the outer coils with ease on the right side near the tubal ostium. An hsg was then performed on the pt and bilateral tubal occlusion was confirmed. The pt's pain and bleeding resolved following this procedure. The physician believes that the micro-insert was responsible for the pt's symptoms.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.